Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 while verifying set contents prior to surgery it was noted that a nail was missing from sterile tote rfna 5 degree outliers. Sterile tote rfna 5 degree outliers was zip-tied with a black zip tie indicating it was a complete set. Sterile tote rfna 5 degree outliers was not within physical j&j control. There was no impact to patient as the missing part was not needed for the scheduled surgery. Surgeon utilized a different size and type of nail for procedure. Decision was not a direct result of the missing nail. A complaint is required as the loaner set was unexpectedly incomplete with no surgery plan impact and no patient impact. Set received at hospital and hospital able to use set without further j&j action.this report is for one (1) rfna/ 12mm/ 160mm/ standard bend/ ster.this is report 1 of 1 for (B)(4).